Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to low blood glucose level on (B)(6) 2020. Customer had low blood glucose levels of 34 mg/dl, 25 mg/dl and 40 mg/dl which caused the customer to pass out and was taken to the hospitalization. Customer reported of not using continuous glucose monitoring due to bleeding in the past. Customer did receive notification about retainer ring. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Information related to event updated in summary narrative and that information provided with this report. (B)(4).

Event description:
The customer reported low blood glucose level of 34 mg/dl, 25mg/dl, 40 mg/dl were on same day on (B)(6) 2020 prior to hospitalization that same day.